Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 469 mg/dl and a correction bolus was delivered to address the bg. The customer did not know the cause of the high bg. During troubleshooting with tandem customer technical support (cts), the pump time was found to be incorrect and had not been adjusted for daylight savings, the non-tandem cannula was kinked and the customer had a bladder infection. Cts had customer adjust the pump time, change the cannula and advised the customer to discuss the infection with a healthcare provider.